Manufacturer narrative:
There was no reported pump malfunction associated with this event. The pt reported that they removed the cartridge from the pump and attached an infusion set that was already connected to their body. They then stated that they inadvertently administered excess insulin by manipulating the cartridge, reinserting it into the pump, and tightening the cartridge cap while attached to the infusion set. The pump user guide instructs that the first step of a cartridge change is to disconnect the infusion set from the body. It also advises the user not to connect the infusion set to the body until after the prime process has been completed. The pump user guide instructs the user never to tighten the cartridge cap while the infusion set is connected to the body, and warns that doing so can result in an unintended delivery of insulin. The pt continued to use the pump for one year with no reported subsequent events. The pump was returned to animas and evaluation found it to be operating within required specifications.

Event description:
It was reported that the pt experienced hypoglycemia requiring the administration of glucagon. The pt reported that he could not remember the specific date, but that "last year" he inadvertently administered excess insulin by manipulating the cartridge and tightening the cartridge cap while attached to the infusion set.